Event description:
The event is reported as: the balloon leaked prior to procedure. No patient injury reported. (B)(4).

Manufacturer narrative:
The device sample is under investigation and follow up report will be sent after final investigation completed. (B)(4).